Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. The reporter did not provide any contact info, therefore, follow up was not able to be conducted. (B)(4).

Event description:
A consumer called to report that two weeks following an intraocular lens (iol) implant procedure, she is experiencing discomfort and has the feeling of a torn contact lens in her eye all the time. Her surgeon has prescribed an anti-inflammatory for which dryness was a known issue. He has prescribed a different medication. The reported did not provide any contact info, therefore follow up was not able to be conducted.